Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-12407.it was reported that an asymptomatic patient presented to a normal generator change on (B)(6) 2020. The patient's atrial and right ventricular leads had previously exhibited noise episodes. A pre-procedure check also confirmed there was some atrial lead noise. Upon opening the pocket, physician discovered that both the atrial and right ventricular leads were exhibiting insulation degradation because of the way they had been previously sutured down. The two leads were explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.